Manufacturer narrative:
One medfusion pump was received with a cracked case top by the corners and handle. The bottom case by the l-bracket and the right plunger case were also cracked. The event log was reviewed and there were multiple "pump motor drive off post" alarms. The power up process using battery power only then ac power was conducted. The "pump motor drive off post" issue was unable to be duplicated. The counterfeit battery was at 1% capacity at power up. The issue was caused by the user installing a counterfeit battery and depleting it. The battery was replaced to resolve the issue and the stepper motor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump's screen stayed white . The pump alarmed and did not get to any interface. The pump did not fail during patient care . The issue was found during testing.